Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be emitting beeping tones according to the patient. Physician checked the device and could not find anything wrong. Data was sent to boston scientific technical services (ts) for their review and confirmed high out of range shock impedance measurements were encountered. Suggestions of testing were made by ts. At this time, this device remains in service. No adverse patient effects were reported.